Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that there were problems getting correct accuracy registration on the mc (main corina). The physician tried registering the main corina from every angle and the resulting message was a continued suggestion to re-register the main corina, results varied from 7.8-10.2. After trying to re-register all 6 points it was decided to delete all the points and start over. The system would not allow the physician to compute a new divergence score when all the points were deleted and then re-registered, therefore, they had to restart the system. It was decided to move forward at 7.8. And the physician matched up the locatable guide (lg) with the main corina to start the case and the locatable guide lined up with the main corina except in the sagital view where the locatable guide was partially out of the airway. The physician tried to navigate to the lesion and it was very apparent the locatable guide was out of the airway. Therefore, the case was not completed with the system, instead fluoroscopy was used and biopsies were taken. There was no harm or injury to the pt.